Event description:
A peritoneal dialysis (pd) register nurse contacted fresenius technical support to report a setup problem. The cycler was in step 1 of setup. The patient contact reported the cycler kept timing back down to step 1 after she inserts the cassette. The pd nurse called to request a conference call with patient caregiver (B)(6). Rebooted cycler and issue reoccurred. The patient contact advised cycler has never been able to complete a treatment due to the issue. The fresenius technical support representative replaced the cycler due to the setup problem and advised to discontinue the use of the cycler. This is an out of box failure. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was able to complete treatment on the cycler. Patient received cycler replacement and the cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. A pre-accelerated stress test simulated treatment was performed without any failures or problems. System air leak test and valve actuation test passed. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel touch screen remained dark. The internal inspection of the cycler showed that there was evidence of an internal short present on transformer (t1) of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the touch screen became operational. Removed functioning inverter board from the touch screen at the completion of the investigation. There were no other discrepancies a review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.